Manufacturer narrative:
A ge field engineer (fe) was dispatched to the customer site and found that the system had already been repaired by a third party service provider and was placed back to service. After further interview with the customer, the fe indicated that the system was being moved while the horizontal arm was not in the standard parked position. Further investigation by ge healthcare revealed that the system for this site is serviced by a third party provider. Additionally, the system already reached its end of product life years prior to the reported event.

Event description:
It was reported that the cable that supports the amx 3 system's horizontal arm broke, causing the arm to fall. The arm, that supports the tube and collimator, stopped 2 feet above the ground. The issue occurred while the system was being moved in the surgery room. There was no pt contact or injury reported.